Manufacturer narrative:
H4: the lot was manufactured from april 17, 2020 - april 23, 2020. H10: the actual sample was received for evaluation. A visual inspection was performed, and it was noted that there was fluid within the bag that contain the returned sample suggesting a leak had occurred. Further inspection revealed that the tubing had broken and detached from the white flow restrictor which resulted in the fluid leak. A portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked. The leak appears to be a detached flow restrictor. The set was filled with 1500mg vancomycin in sodium chloride 0.9%. There was no patient involvement. No additional information is available.